Manufacturer narrative:
Product analysis: analysis found that an incorrect battery drawer part was installed by the customer, causing the battery drawer to not close properly. The device was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.